Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot peddle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an x-ray switch stuck error message. This message will result in a system shut down situation. There are no reports of pt injury or death associated with this complaint.